Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 19196957 / 19196957, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing a lot of pain around the ipg site. It was also noted that the ipg was nonfunctional. The patient underwent an explant procedure.